Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) - incomplete the expiration date is currently unavailable. Associated medwatch: mr#1221934-2018-50115, mr#1221934-2018-50116.

Event description:
It was reported that the omnispan devices did not fire.

Manufacturer narrative:
(B)(4). The expiration date is currently unavailable. Associated medwatch: [mr # 1221934-2018-50115] [mr #1221934-2018-50116] [mr # 1221934-2018-50361].

Event description:
It was reported that the omnispan devices did not fire. Affiliate provided the following information 03/05/2018: the additional device received is a complaint device. This gun is also faulty. The failure was gun did not fire. Lot numbers are unknown for the additional device. The issue was detected when brought int patient, during surgery. The additional device was involved in the same case as the other three devices there was a resulting surgical delay of 5-10 minutes. The procedure was able to be completed. The instrument has been in use since launch on (B)(6) market. No patient impact.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device was received and evaluated. The three devices cannot be distinguished as the lot number is not printed on the device, three lot numbers were provided on the complaint. Visually, there appears to be no anomalies on the omnispan applier, however the implants were not present in the needle slot. The main push rod and the red trigger pusher rod appear to be in used condition as expected. When tested for its functionality, both triggers functioned properly when pulled on their own without a needle attached to the shaft. Upon further observation the silicon sleeve seemed to be folded over/bunched, indicating a possibility of the implants to jam in the needle therefore, confirming this complaint. Possible root cause for the bunched silicone sleeve could be from the user over penetrating the needle in the back of the meniscus resulting in the silicon sleeve to bundle up creating a shift in the implants position which would lead to misalignment of the pusher rod during contact. Since the implants were not present with the returned device the implant could¿ve eventually released undesirably and the user could¿ve removed the implants from the needle. This failure could be attributed to user technique. The DHR review indicated that this batch of devices were processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. Further, a review of the depuy synthes mitek complaints system no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: [mr#1221934-2018-50115], [mr#1221934-2018-50116], [mr# 1221934-2018-50361].